Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) including the applicable sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists infection (localized, driveline, pump pocket or pseudo pocket) and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection and neurological dysfunction as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had leukocytosis and was treated with vancomycin and zosyn. Urine and blood cultures were negative. The patient also experienced facial twitching with not seizures and resolved with no intervention. An electroencephalogram showed mild to moderate generalized slowing that was consistent with encephalopathy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.